Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Consumer states that the unit does not nebulize the medicine. No additional information provided.